Event description:
A report was received that a patient was burned while trying to charge the ipg. The patient experienced blistering at the burn site. The burn was about the size of the marble and was not diagnosed or treated by a physician. The burn has since healed.

Manufacturer narrative:
The device involved in the event was not returned to bsn by the patient. Bsn initiated a class ii recall of charger 1.0 as a result of patients receiving burns while using the charger to recharge the ipg. As part of the recall, all charger 1.0 devices are being returned to bsn and replaced with a charger 2.0 device. No further investigation is necessary because the complaint failure modes for charger 1.0 have been investigated and associated causes understood. Bsn no longer manufactures or distributes charger 1.0 devices. This is the final report.